Event description:
Reporter alleged passing out and blood glucose result was low, value not provided. It was reported customer was taken to the hospital and later released however no subsequent test results or treatment was provided. The result and time of the test prior to the alleged event was not provided despite attempts to obtain the information. Test strips were reportedly expired. A request was made for the return of the suspect device and replacement product was sent.